Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device delivered alert for "possible high-voltage lead issue". The patient's device attempted to delivery therapy for atrial fibrillation with rapid ventricular response but the therapy was not delivered. The patient was checked in emergency room for a cardioversion for the af. The hv lead impedance was out of range low. A capm check was performed and the alert appeared again. Capm check was not completed. The patient did not experience any adverse effects. The lead and device were explanted and replaced because the patient had a high dft. The patient was in stable condition during and post procedure.